Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain due to the issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
A patient experiencing pain at ipg site was reported to abbott. The patient lost weight, causing the ipg to be superficial. The leads had migrated. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.